Manufacturer narrative:
(B)(4).

Event description:
One day post procedure, it was reported that the patient had a parenchymal hemorrhage.follow up on (B)(6) 2012, but the patient's condition is still unknown.

Manufacturer narrative:
The device involved in the procedure will not be returned for evaluation as it was implanted in the patient. (B)(4).